Manufacturer narrative:
Follow-up # 1 - 6/2/2015. Device evaluation. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ping enhanced meter was reading inaccurately compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue occurred on an unknown date around ¿one week¿ prior to the alert date of (B)(6) 2015. The reporter claimed obtaining blood glucose readings with a "difference of 23%" between the subject meter and a lab result, no exact values were given. The tests were performed within 10 minutes of each other. The patient informed the csr that they regulate their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. It was noted that the patient experienced ¿higher blood sugar¿ for the past ¿week¿ since the alleged issue began. In response to this the patient visited their doctor¿s office on (B)(6) 2015 and was advised to increase their dosage of ¿background and bolus¿ insulin by an unknown amount. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient was using an approved sample site when testing. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s meter has been returned on 4/15/2015 and evaluated by lifescan product analysis on 4/21/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 -24/06/2015 correction. Supplemental sent to correct information previously sent. Alert date on previous supplemental (supplemental 2) should have stated 05/26/2015.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.